Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The actual device involved in the complaint was not returned for evaluation. Once the investigation is completed a follow-up report will be filed. Reference e-complaint (B)(4).

Event description:
"Mentioned something breaking inside patient-right wire snapped." Ref e-complaint : (B)(4).

Manufacturer narrative:
(B)(4). Investigation: initiated manufacturer's investigation; no sample returned; review DHR: inspect returned samples; inspect stock product. *analysis and findings: DHR review shows umh650, sn (B)(4) was made to (B)(4) in mar 2015. It was assembled with blue handle pn 37270 rev b and wire set pn 37274 rev a. Unit was manufactured, assembled, inspected and tested per established procedures and there were no issues identified in the unit. Complaint unit has not been returned product surveillance even after multiple requests. It is known that the wires do break under standard operating conditions within the intended use of the device and the risk associated with this failure is minimal at a risk index of 19 ((B)(4)) as it occurs remotely with negligible severity. However, without this unit being returned nor any additional information available, this complaint cannot be investigated any further to assign a root cause. If this unit is returned back to csi returned at any point in the future, an investigation will be performed and document added to this file. Corrective actions: *correction and/or corrective action: umh650 broken blue handle and broken wire complaints are entered into coopersurgical's continuous improvement program (cip) for trending and monitoring. *corrective action level: 4 . Reason: complaint unit has not been returned for investigation and no other additional information is available to determine a possible root cause of failure. *was the complaint confirmed: no. *preventative action activity reviewed. Trend and monitor to cip.

Event description:
"Mentioned something breaking inside patient-right wire snapped." (B)(4).